Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having constant emergency backup battery faults. The vad team exchanged the patient's controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the log file downloaded from the returned system controller (serial number: (B)(6); however, the alarms were not reproduced during testing. The downloaded log file contained approximately 4 days of data (on (B)(6) 2020 per the timestamp). Intermittent backup battery fault alarms associated with backup battery load test failures were active from the first event in the log file (captured on (B)(6) 2020 at 11:12:56) until the controller was put into sleep mode after being exchanged (captured on (B)(6) 2020 at 18:08:11). The backup battery fault alarm intermittently cleared as additional load tests were performed throughout the log file; however, the alarm returned each time due to the load tests failing. The load tests failed due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage and due to the unloaded voltage being under the acceptable voltage. The driveline was disconnected on (B)(6) 2020 at 18:07:39 to exchange the system controller. There were no other notable alarms active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event, serial number: (B)(6), was manufactured prior to the implementation of the CAPA. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number: (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 system controller was shipped to the customer on 13dec2018. The heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.